Event description:
Device stopped working during case.

Manufacturer narrative:
(B)(4). Method: product scheduled for return but not received by manufacturer for inspection. Results: product scheduled for return but not received by manufacturer for inspection. Eval code conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Event description:
Device stopped working during case. Surgeon switched to electrocautery to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event #(B)(4) testing performed: visual inspection device: peak plasmablade 3.0s product p/n: (B)(4) rga lot# 55204 device #1 ((B)(4)) the device was shipped in a (B)(4) cardboard shipper box with no packaging material to fill the negative space and none of the original packaging. The tyvek lid was enclosed. The device was double bagged in biohazard bags. The device appeared to have been used due to noticeable blood on the device. The tip was bent and there was dried blood on and in the tubing. There was liquid blood in the suction tubing and around the telescoping shaft. The returns good information sheet was included. The telescoping shaft was tough to extend due to the liquid blood along the shaft creating suction and therefore excessive force was needed to extend the shaft. Nothing appears to be damaged on the device. All components are intact and there are no missing parts. Lot number on returns good information sheet matches lot number in gch functional inspection device was connected to pulsar ii generator (ps100-102) eqp# (B)(4) (calibration due date: (B)(4) 2013) time was measured with stop watch eqp (B)(4) (calibration due date: (B)(4) 2013) performance was tested using chicken. Device #1 the device was connected to the generator and showed the expected 'e5 error - monopolar device has reached end of life.' Used eprom connector to bypass end of life error device was tested with shaft in collapsed position. Activated device 2.5 min on cut setting 5 with acceptable performance activate device 2.5 min on cut setting 10 with acceptable performance activate device 5 min on coag setting 10 with acceptable performance investigation conclusion: the complaint could not be confirmed. Device was tested for performance and met the product specifications for performance. The device responded normally when connected to the generator for all activations. No failures were found. No conclusions could be made on the cause of the failure because the failure could not be reproduced. (B)(4).